Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 283 mg/dl at the time of incident. Customer stated that the insulin pump was not responding. The product will be returned for analysis.